Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that the implant has not been charged in a month or more and now they are trying to charge but it is not recognizing and wont charge. Caller mentioned that the reason they were not able to charge is because they were in a car accident and equipment was in the vehicle which was just recovered. Patient services (ps) asked caller to check communication with the programmer; caller confirmed poor communication there as well. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller did not allege the car accident was in any way related to the mdt device or therapy nor allege that the accident effected the implant. Additional information was received. Pt called about this same issue, and said hcp called them back today and told them soonest they can replace the ins is december. Pt says this is (B)(6). Pt said that "this is a pain controller and I don't think I can wait another 9 months". Patient services emailed hcp listings to patient for them to follow up with about ins replacement. Additional information was reported that the patient's device reached /end of service (eos) in 2021. Additional information was reported that the patient's ins was replaced due to an unresolved overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient¿s ins was replaced on (B)(6) 2022. It was also reported that the device was returned for analysis and the mail tracking number was provided indicating it was delivered on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.